Event description:
The consumer was traveling down a sidewalk, when the chair allegedly, suddenly stopped. When the user backed up, they inadvertently backed down a curb tipping the chair on its side.

Manufacturer narrative:
User was in their chair going down the sidewalk and suddenly stopped and the chair tilted forward. When the user backed up, they inadvertently backed down a curb tipping the chair to its side. Information received indicates the chair has foot boxes installed on the footplate's of the chair. Chair did not ship with footboxes and its unknown if they were properly installed. No history of a product problem.